Event description:
Received an electronic report from a peritoneal dialysis rn who reported tubing leaked at the 2nd connector during treatment while shrink wrap in place. The patient came into the unit to have his technique observed by rn. The leak was then detected. She removed the shrink wrap and then tightened the connection and the patient completed his treatment. Once the treatment was completed, a dose of prophylactic antibiotic was administered intraperitoneally for a possible contamination exposure. The patient is reportedly fine with no further ill effect from this event. The patient is able to continue peritoneal dialysis as ordered. Sample was saved.

Manufacturer narrative:
Device history record review: no indication of the reported defect was found during DHR review. Lot met all release criteria. Sample analysis: one sample (actual complaint sample), was received without the original package, nor original identification labeling. The visual inspection showed that the blue plunger was not pushed in the first trigger connector and that the pin was not absent. No abnormalities were detected in the second connector. A leak test was performed introducing air at 5 ps to the set and then submerged under water. No leaks were detected. As a result of the analysis, this product complaint is not confirmed. Fmc na will continue to monitor complaint defect trends and will define corrective action if the frequency of this complaint requires it.